Event description:
At about 1 year after primary, the patient came in reporting pain due to a fractured femoral bone and the cause is unknown. The surgeon revised the femoral head and bipolar head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24-mar-2025. Lot 2412573: (B)(4) items manufactured and released on 11-sep-2024. Expiration date: 29-aug-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restbased on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.ore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.